Event description:
Product is a medtronic reveal linq loop recorder. This device should have a projected longevity of 3 years. This pt had the ilr implanted on (B)(6) 2014 and on (B)(6) 2016 it showed it had reached it recommended replacement indicator. Pt has ilr for unexplained syncope and atrial fibrillation. Upon speaking with medtronic engineering they have advised it is an error within the component of the battery. When the battery read the impedance value there is a "glitch" that makes the battery read it at "rrt" when really it is not. Once rrt is reached with an ilr in 30 days it will show that ti is at "eos" - end of service. Once the ilr reaches "eos" we no longer have the ability to obtain automatic transmission from the pt's carelink remote transmitter for transmitting pt activated symptom episodes, af burdens being exceeded of "pauses" greater than 3 seconds. The engineering team has suggested that the ilr will continue to work but we do not know how to tell when it actually reaches rrt or eos and it will require the pt to send manual remote transmissions which will cause us to lose EKG portion of pt activated symptoms - it will record all dates/times each time the pt activator is used but will only show us an EKG portion for the four most recent. Diagnosis or reason for use: record the heart's rate and rhythm at the time of an unexpla.